Event description:
The patient was undergoing a coil embolization procedure in the hepatic vein using ruby coils and a non-penumbra microcatheter. During the procedure, the physician placed two ruby coils in the target location using the microcatheter. While advancing the next ruby coil through the middle of the microcatheter, the physician experienced resistance and decided to retract the ruby coil. However, upon retraction, it was noticed that the ruby coil had unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached ruby coil was removed and the ruby coil was flushed out on the back table. The procedure was completed using five ruby coils, non-penumbra coils, and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the embolization was detached from the pusher assembly. Evaluation revealed that the pusher assembly ddt was fractured off and the embolization coil had offset coil winds at its proximal end. If the ruby coil is forcefully retracted against resistance during use, the ddt may become fractured off from the pusher assembly and the embolization coil may detach from the pusher assembly. The root cause of the resistance could not be determined. Further investigation revealed that the pusher assembly was kinked. This kink was likely incidental to the reported complaint and may have occurred during packaging for the device return. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.